Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that there was no torque on the battery oscillator device when it touched the bone. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated and it was determined that the device was not functional and the saw head oscillator components were loose. It was further determined that the guide sleeve full load became separated from the housing oscill-head and a pin was missing from the oscill-head base complete. Therefore, the reported condition was confirmed. It was further determined that the issue with the guide sleeve was due to normal wear. It was determined that the issue with the moving pins in the saw head was due to a process issue. The assignable root cause was determined to be due to normal wear. The process issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.